Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, self test, and sleep current measurement. However, insulin pump had high active current and long trace files shows charge/battery last less than expected, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. The customer stated that the insulin pump's battery did not last longer. It was the second occurrence of replace battery now alarm within 8 hours of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.